Manufacturer narrative:
H.6. Investigation: a failure for mis-identification was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). The customer reported that the phoenix 100 identified their sample as aerococcus viridans, but it was identified as staphylococcus lugdunensis by mass spectrometry analysis (maldi). It was not determined which result was correct. Root cause could not be determined. Reagent / panel information was not obtained and therefore reagent investigation could not be carried out. It was advised that this case was considered to be an inquiry as opposed to a complaint; therefore, this is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for px0992 was reviewed and revealed no previous cases related to mis-identification of results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while running bd phoenix¿ automated microbiology system misidentification occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the name of the bacterium identified as aerococcus viridans from phoenix was outsourced to staphylococcus lugdunensis with a high score when subjected to mass spectrometry. It seems that it became aerococcus viridans even after re-examination several times. Catalase was negative, but it seems that catalase was reacting a little at the subcontractor. For the time being, we decided to compare the substrate reactions of the two bacterial species.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd phoenix¿ automated microbiology system misidentification occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the name of the bacterium identified as aerococcus viridans from phoenix was outsourced to staphylococcus lugdunensis with a high score when subjected to mass spectrometry. It seems that it became aerococcus viridans even after re-examination several times. Catalase was negative, but it seems that catalase was reacting a little at the subcontractor. For the time being, we decided to compare the substrate reactions of the two bacterial species.